Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result: reportedly on (B)(6) 2014, the pt presented to clinic with hematuria. The time inratio inr result was 2.4 which was lower than expected therefore, the pt was sent to the laboratory. The laboratory inr result was 7.4. The pt was hospitalized with a diagnosis of hematuria and the warfarin was held. There was no available info on add'l treatment, if any. The following day, (B)(6) 2014, the pt was discharged and has resumed taking their anticoagulation medication. The exact time between testing was unk. The customer reported using capillary tubes from a different product to apply the sample. The pt's therapeutic range was unk. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similarly incidents in the complaint system for this lot did not indicate a mfg issue. The customer was using capillary tubes from a different product to apply the sample. The inratio2 test strips are not approved for use with capillary tubes. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.